Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery; unable to perform occlusion and excessive no delivery, unexpected restart test due to motor error alarm during bolus delivery. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed self-test and all operating currents measurement was normal. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor error during the rewind process. The patient's blood glucose at the time of incident was normal and didn't require medical treatment. There were motor error alarms found in the alarm history of the pump. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.